Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. Voltage testing was performed and the device passed. Pairing testing was performed and the device passed. The device failed functional testing. Signal loss was found in the log within the investigation window. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. A root cause could not be determined.